Event description:
The user facility reported two pt that underwent a colonoscopy complained of pain several days after the procedure. Both pt were suspected by the user facility of having contracted chemical colitis. Both pt were subsequently evaluated by a sigmoidoscopy for evidence of chemical colitis, and a tissue sample was collected for the second pt only. The first pt was reported as negative for chemical colitis. However, the user facility reports the second pt was positive for chemical colitis by evaluation criteria which is unk to olympus. The pt was admitted to the hosp after the sigmoidoscopy.